Manufacturer narrative:
The product was disposed of by the user facility, therefore no product will be returned for evaluation. The lot number was not noted prior to the disposal. No patient impact or injury has been reported. Additional investigation results are pending. The investigation is ongoing.

Event description:
A user facility reports that there are two holes in the tip of the sleeve for infusion purposes, and the surgeon reported seeing the hole punched sleeve material enter the eye.

Manufacturer narrative:
Section 6, "device code 1" was incorrectly reported in initial MDR to be code 1460 (pitted) when it should have been 1451 (particulates). The root cause is unknown/inconclusive as the device was discarded and therefore could not be investigated. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Though requests have been made for additional patient information, to date none has been provided. The investigation is complete.